Event description:
It was reported that during a sigmoidectomy procedure, there was resistance felt at middle of first firing. Another device was used to complete the case. There were no adverse consequence to the pt.